Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the cause and type of endoleak could not be conclusively determined based on the limited films provided. Complete pre and post-implant cts were not available for review, thereby, preventing a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration. Endoleak interrogation (i.e. Injecting contrast from different level within the stent graft) was partially seen, making a comprehensive determination of the endoleak difficult. It is possible that a type IV endoleak was present within the limbs and main body graft . Type IV endoleaks most commonly occur during an index procedure due to fabric porosity and other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac are also potential contributors. There may have been a concomitant type ia endoleak. Distal endoleaks can be ruled about as there appeared to be adequate distal marginal seal on both sides. A type iiia endoleak is unlikely , given the observed sufficient component overlap . A type iiib fabric endoleak cannot be fully ruled out, however, this endoleak type is less likely to occur at index. Analysis of the returned films did not reveal any obvious stent graft integrity issues. B5; additional information received: it was reported that according to intraoperative angiography the endoleak was suspected in enlw1620c124. The endoleak was thought to be a type IV endoleak. No intervention has been performed and the endoleak is not resolved. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. Therefore, this event did not and does not meet the reporting requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure after the main body and iliac branch were implanted, angiography was performed which showed there was contrast agent leakage in the right iliac membrane. The patient received treatment on the same day. Per the physician the cause of the unknown endoleak is due to device quality. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c156ee, serial/lot #: (B)(6), ubd: 14-may-2025, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 09-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.